Event description:
A patient reported on (B)(6) 2016 stating that they fell one week prior and had problems and achy pain in their lower back ever since. There were sharp needle stabs every so often on the side where the battery was located. They stated "no therapy tried to but nothing". The "remote" was not turning on. They said it was not the remote, and that it was the stimulator in their side that won't turn on. It would not say it was reading to "give it a jolt". They tried to charge the battery on their side. The patient's daughter in law stated that the patient programmer (pp) and recharger were working fine, and that the internal unit will not turn on. They said it was like it was not even there, and that this started before the fall occurred. They let the battery go dead and it wasn't charged up. They had tried to turn it back on and charge since the fall, and nothing comes back on. The patient was going to follow up with their healthcare professional (hcp). The issues had occurred since (B)(6) 2016, and the indication for use was spinal pain. Additional information was received from the patient on (B)(6) stating that they had replaced the batteries with expensive ones, and they were making an appointment with their hcp, noting that they felt they needed to have the hcp check them over.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.